Event description:
Post-op complication - shoulder surgery. Glenoid sphere has become completely dissociated from the baseplate. Patient fell.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.